Event description:
It is reported by patient's attorney that the patient underwent a right hip arthroplasty on (B) (6) 2004. Post op, she experienced pain due to a dislocation and fracture of reinforcing ring. A revision took place on (B) (6) 2008. Subsequently, several additional dislocations have taken place. However, no revision has been scheduled.

Manufacturer narrative:
(B) (4). The constrained liner and femoral head were in vivo approximately 4 years. The patient suffered multiple dislocations of the right hip during this period. It is unknown whether proper surgical technique was followed. Additionally, information on the femoral stem and acetabular shell used in combination with the alleged parts and whether they were replaced is not available. Instruments used, x-ray images and surgical notes were not provided. Based on the information given and the above observations, the revision may have been caused by one or a combination of the following occurrences: reduction of the femoral head after the restraining ring was assembled; improper assembly of the constraining ring and liner upon implantation; multiple reductions of the femoral head into the liner prior to the restraining ring assembly, damaging the components; incorrect positioning of the shell upon implantation; muscle and fibrous tissue laxity around the hip; patient factors such as behavior and/or high patient bmi. Please note patient is a (B) (6) female, (B) (6), with a past medical history of atrial fibrillation with rvr, primary pulmonary hypertension, htn, arthritis, dvt, pe, oral thrush, asthma, hypoventilation associated with obesity syndrome, c. Diff diarrhea, osteoarthritis, rheumatoid arthritis, acute pancreatitis, and spinal stenosis. However, the exact cause of this situation cannot be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.